Event description:
Complaineant alleged that while treating a patient the device discharged once at 120 joules. However when attempting to discharge at 150 joules, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. During subsequent testing, the device displayed a "defib fault 80" message.